Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad buttons were unresponsive. The reporter stated after the patient swam with the pump, the pump emitted a warning for a low battery. Upon changing the battery, the pump remained on the verify screen and the keypad was found to be unresponsive. It was noted by the reporter that there was evidence of moisture behind the display lens. The reporter stated there was no damage to the case, battery compartment, or battery cap. The reporter stated the battery cap was original to the pump, purchased in (B)(6) 2011. The user guide instructs the battery cap replacement every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: a visual inspection of the pump revealed that moisture was visible through the display lens. The display screen was blank due to the moisture in the pump. There was no moisture corrosion found inside the battery compartment. A leak test was performed and a display lens leak was found. The pump cover was removed and moisture was observed on the pump¿s internal components. The complaint of the unresponsive keypad buttons was not able to be tested due to the blank display and moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.